Manufacturer narrative:
The reagent lot number was 850545. The expiration date was not provided. The field service engineer found that the sample probe was compromised and the water pressure was slightly elevated, causing a gear pump error. He replaced the sample probe and completed gear pump adjustments. He ran successful precision testing, and operational and mechanical checks passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable calcium gen.2 results from the cobas c 503 analytical unit. Data for one sample was provided. The initial result was 6.7 mg/dl, and the repeat result from another cobas c 503 analytical unit was 9.0 mg/dl. The repeat result was believed to be correct.